Manufacturer narrative:
Concomitant medical products: product ID: 977c165, lot#:, serial#: (B)(4), implanted: (B)(6) 2017, explanted:, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 11-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient got a jolt at his spine where the lead is at when he was golfing on (B)(6) 2020 and (B)(6) 2020. The factors that may have led to this are unknown. The patient was instructed to turn down the intensity while he is golfing to see if it prevents him from getting a jolt. The patient was able to run an impedance check and everything was within normal limits. The patient has not had any more jolts since the last two weeks. The issue was reported to be resolved.